Manufacturer narrative:
The customer has indicated that the complaint sample will be returned to greatbatch. Once the sample is received and the investigation is complete, a supplemental 3500a medwatch will be submitted with the results of the investigation. Information provided from (B)(4). Event occurred in (B)(6). Not yet received by manufacturer.

Event description:
It was reported during an unknown patient procedure that the attachment of the offset reamer handle broke. The procedure was successfully completed. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation. The visual inspection of the complaint sample showed the part number originally reported by the customer for this event was incorrect. Greatbatch is not the legal manufacturer of the device involved in the incident.